Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. No nonconformances were identified for this part number (228151), lot number (l668640) combination. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep via phone that during a meniscal repair procedure two of the customer's truespan meniscal repair peek 12 degree would not release the first implant. The sales rep stated that each device was removed from the patient and tested outside, but still did not function. The sales rep stated that he was not told if there were any issues pulling the trigger for each device. The case was completed with a third like-device with no patient harm or delay. The sales rep was not present for the case and could not provide any additional information. The devices were discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.